Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter (pm) was observed in the tubing of a peritoneal dialysis (pd) transfer set. The pm was discovered after use of device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification identified a white residue inside the silicone tubing. The reported condition was verified. The cause of the condition was undetermined; however, the white residue has been identified as fatty acid (likely calcium stearate, calcium carbonate, and small amount of carbonyl ¿ based material) which is not a component of the transfer set, but due to the patient¿s therapy. Should additional relevant information become available, a supplemental report will be submitted.